Event description:
It was reported that the patient presented for follow up in the clinic. It was noted that the right ventricular (rv) lead exhibited loss of capture and high pacing impedance. No intervention was performed. There were no patient consequences.

Event description:
New information received indicates that the right ventricular (rv) lead was capped and replaced on (B)(6) 2025. The patient was in stable condition after the procedure.